Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a message indicating that the robot was not connected. The customer power cycled the system with the breakers and an emergency power off but the issue remained. The system was not detecting the patient side cart when powered on and the blue fiber cable was not lit up when connected. The customer opted to convert the case to laparoscopic. The procedure was converted to laparoscopy with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed. In lighthouse, no errors logs were found indicating that this failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed, and tested on the dv5 in house system. Upon startup the system was not seeing the psc and the psc was not talking to the master supervisory controller (msc) on the vision side cart (vsc). Blue led lights on the psc and vsc were not lit up, indicating no communication between the two subsystems. Further troubleshooting was performed. The firefly fiber optic cable was tested and verified to be the cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the firefly fiber optic cable in the ccc. This issue can be resolved by having the fse replaced the ccc.